Manufacturer narrative:
Product analysis results are: the exact cause of distal type I endoleak could not be conclusively determined from the pre-implant 3d recon report. The films during implant, films post implant and films that showed the distal type I endoleak were not provided. From the pre-implant 3d recon report, the proximal portion of the right common iliac artery appears aneurysmal. It is possible that vessel dilatation from disease progression may have contributed to the event.

Event description:
Additional information received reported that the patient was treated. The patient received and extension on the right side into the right external iliac with right hypogastric embolization. There was no evidence of a endoleak post intervention.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. It was reported that, approximately four years and four months post index procedure, a distal type I endoleak was observed originating from the right common iliac limb of the endurant bifurcate stent graft. Per the physician, the cause of the event was due to vessel dilatation from disease progression. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.